Event description:
It was reported that the patient had presented to this physician because he could feel the reservoir of his inflatable penile prosthesis (ipp) device had migrated into the groin. The reservoir was explanted because it had herniated out of the posterior space and was bulging in the patient's groin. A new ipp reservoir was implanted. The patient's outcome was good following the surgery.